Event description:
Device generated results with an un-dosed test strip. Customer stated this happens about 3 to 4 times a day. No treatment. A request was made for return product and replacement product was sent.